Event description:
During an attempted radiesse vocal cord injection the 25 gauge needle from the tip of the rigid injection needle came off and could not be found. A bronchoscopy was performed and soft tissue x-ray of neck and chest x-ray were completed, but tip of needle was not found. Patient has been informed, but has not experienced discomfort or apparent injury.